Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced intermittent power cable disconnect & low voltage alarms at rest; not during a battery or power change. The alarms were confirmed by manipulating the white power lead while the patient was in clinic. No obvious signs of damage or wear were noted. The controller was exchanged in clinic without issue. It was later communicated that the alarms were resolved by the controller exchange. The exchanged controller was sent back for analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage alarms was confirmed via analysis of the log file; however, the alarms were not reproduced while testing the returned controller hsc-113510. The downloaded log file contained approximately 1+ hour of data (13:40:02 - 14:57:08 on 04aug2022 and at 08:04:44/45 on 11aug2022, per the timestamps). Events captured on 11aug2022 took place in the testing labs at abbott. The fixed speed was set to 5600 rpm, and the low speed limit was set to 5000 rpm. The log file captured numerous intermittent atypical power cable disconnect alarms that were not associated with power source exchanges due to the relative state of charge (rsoc) voltage on the (44) white and the (75) black power cables dropping to approximately 0 volts while connected to battery power; the alarms were associated with rsoc invalid fault. In addition, due to rsoc invalid fault events, the controller recorded multiple (33) low external power hazard and (26) low voltage advisory events. The alarms cleared while the relative state of charge (rsoc) voltage levels increased to their appropriate levels. The driveline was disconnected on 04aug2022 at 14:56:45 to exchange the system controller. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller was functionally tested and passed all test steps without issue. The controller was connected to a mock circulatory loop for an extended (~24 hours) period of time and operated a pump without issue without any atypical alarms active. Throughout testing, several attempts were made to reproduce the reported event by manipulating the power cables; however, it could not be reproduced. This analysis could not conclusively determine the root cause of the reported event. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller was shipped to the customer 01may2022. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including the power cable disconnect and low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.